Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. There was no adverse impact to blood glucose. Tandem technical support assisted in correcting the date and customer resumed insulin therapy.